Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Wrinkling of the skin-breast: unable to observe since it is not related to the device. Inflammation/ irritation-breast: unable to observe since it is not related to the device. Fatigue-breast: unable to observe since it is not related to the device. Depression-breast: unable to observe since it is not related to the device. Varied injuries-breast: unable to observe since it is not related to the device. Edema-breast: unable to observe since it is not related to the device. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.

Event description:
Patient reported left side "rippling," ¿fluid retention," and ¿capsular contracture grade iii." Patient additionally reported ¿muscle contracture¿, ¿loss of concentration and memory¿, ¿blurred vision¿, ¿hair loss," "feels very bad and desperate", ¿depression," ¿chronic fatigue¿, ¿lack of strength¿, ¿can barely get out of bed, has no strength," ¿inflammation in general (colon, ear, allergies, etc.)," all not related to the device. The device has been explanted and replaced with a non-allergan device.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "rippling," ¿fluid retention," and ¿capsular contracture grade iii." Patient additionally reported ¿muscle contracture¿, ¿loss of concentration and memory¿, ¿blurred vision¿, ¿hair loss," "feels very bad and desperate", ¿depression," ¿chronic fatigue¿, ¿lack of strength¿, ¿can barely get out of bed, has no strength," ¿inflammation in general (colon, ear, allergies, etc.)," all not related to the device. The device remains implanted.

Event description:
Patient reported left side "rippling," ¿fluid retention," and ¿capsular contracture grade iii." Patient additionally reported ¿muscle contracture¿, ¿loss of concentration and memory¿, ¿blurred vision¿, ¿hair loss," "feels very bad and desperate", ¿depression," ¿chronic fatigue¿, ¿lack of strength¿, ¿can barely get out of bed, has no strength," ¿inflammation in general (colon, ear, allergies, etc.)," all not related to the device. The device remains implanted.